Event description:
It was reported that during a tka the gii universal extractor broke, instruments inside patient. Surgical delay of less than or equal to 30 minutes. Procedure finished with s&n backup device.

Manufacturer narrative:
Investigation results: the device, used in treatment, was returned for evaluation. The clinical/medical team concluded, per complaint details, the slap-hammer/extractor broke during use; however, the procedure was completed with a backup device within a 0-30 minute surgical extension. Responses to the clinical documentation requests were not provided. No patient injury was reported. The product evaluation confirmed signs of significant wear/usage along with the broken component. Based on this limited information, there was no patient injury/harm due to the events, as the procedure was reportedly completed with a backup device. No further medical assessment could be rendered at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A visual inspection confirmed the articular surface provisional sz 4 8mm is broken into two pieces. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A review of complaint history for the listed part revealed no prior complaints for the listed batch. A review of the risk management file revealed this failure mode was previously identified. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.